Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, into the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed on (B)(6) 2023. The lens was replaced with a different model and diopter power lens and the problem was resolved. The patient is happy. Claim # (B)(4).